Event description:
It was reported that right atrial (ra) lead dislodged during the prophylactic extraction of the right ventricular lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.